Manufacturer narrative:
Follow-up #1: date of submission 09/01/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/10/2015 with the following findings: call service 054 messages immediately following a replace battery alarm were observed in the black box on (B)(6) 2015. The pump was exercised for 24 hours with no issues being duplicated. The alleged issue could not be reproduced during the investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there were multiple call service 054 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.